Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation with mentor smooth round moderate profile 425cc saline prostheses experienced bilateral deflation post procedure. As a result, the patient underwent a revision surgery on (B)(6) 2019. See 1645337-2019-14316 for contralateral prosthesis report.

Manufacturer narrative:
On (B)(6) 2019 mentor became aware that it erroneously omitted the updated implant date from the supplemental report submitted on (B)(6) 2019. The device was implanted on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 7/11/2019. The device was implanted on (B)(6) 2018. The investigation of the returned device was completed by the failure analysis lab on 7/24/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast saline implant. During evaluation of the device it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No further investigation will be conducted on this complaint. Mre review: a manufacturing record evaluation was performed for the finished device 7505359 number, and no non-conformance related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The patient was a 57-year-old patient. The serial number was added obtained and uploaded in d4. When the devices were explanted they were replaced with saline implants. The event date was clarified to be (B)(6) 2019. Manufacturer¿s reference number: (B)(4).